Event description:
It was reported that there was a black mark on the filter of a large volume infusor device. This observation was made after compounding the device with an unspecified amount of fluorouracil "half strength". There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from october 14, 2014 - october 15, 2014. The device was received for evaluation. Visual inspection revealed a black mark on the filter of the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.